Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of a large bubble near the upper fitment. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The customer reports shortly after priming the tubing and initiating the infusion, the pump alarmed "channel error" and nurse noted a large bubble near the upper fitment of the tubing. No report of patient harm or medical intervention required. Although requested, no additional patient or event information provided.